Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the ipg site was feeling hot and painful. Patient reported that there was no specific position when feeling this. It was also reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced not only to address the pocket heating and discomfort issue, but also because during the surgical procedure the leads would not secure to the original ipg. The ipg pocket was moved from one site to another. Effective therapy was restored post-op. In a recent update, it was reported the discomfort at the ipg site, and the pocket heating had resolved.

Manufacturer narrative:
Correction: section h6- the health effect - impact code should have been4629 - device revision or replacement rather than 4629 - device revision or replacement and 4632 - prolonged surgery. Correction: section h11 - provide narrative data- the phrase date of event is estimated was incorrectly sent with initial report as the event occurred during the procedure. The date of the event is known. The report of ¿setscrew¿ issue was confirmed. Analysis of the returned ipg found that both setscrews were backed out (loosened) beyond their limits. As a result of trying to re-engage the setscrews, one was flipped upside down in the connector block and the other became lodged on its side, rendering both unusable.